Event description:
Additional information was provided following examination of the pt in 08/2005. During the slit lamp exam, scuff marks were observed at the 2-4 and 8-10 o'clock position which locked like densely packed concentric ring portions. The rest of the lens was clear. The scruff makrs were identified as a possible contributing factor to the pt's continuing glare symptoms. The glare symptoms became worse for the pt following yag. Although the pt's va is good, driving at night is seroiusly impaired because he has to keep his left eye closed and solely relies on his right eye.

Event description:
Surgeon states patient reports glare at night after cataract extraction and intraocular lens (iol) implant surgery. It was reported that the iol appeared to have deposits either on the lens surface or in the lens. A yag capsulotomy was performed at 6 months post op with no improvement. Additional information has been requested.